Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled "unusually high rate of early failure of tibial component in attune total knee arthroplasty system at implant-cement interface." The article has reported a high rate of debonding of tibial implant-cement interface. Reported 15 total cases of aseptic loosening of the attune tibial baseplate component at the cement to implant interface. Two cases were specifically described as objective samples of the whole, and are described in (B)(4). The remaining thirteen are described here. The knees were revised after patients presented with pain and decreased rom, all within one month to two years from index surgery. None had evidence of infection. Only two demonstrated evidence of radiographic tibial loosening. Intraoperative findings in all cases demonstrated well fixed femoral components with grossly loose tibial components, completely debonded from their tibial cement mantles. Cement manufacturer was unreported and is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.